Event description:
It was reported that start new sensor occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and no damage. Nordic was performed and passed. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a start new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that start new sensor occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a start new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.